Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level was 120 mg/dl and then 450 mg/dl. The customer reported changing the infusion set ten times last night due to bent cannulas. The customer had no symptoms. The customer did not treat for the high blood glucose level with a bolus from the insulin pump. The customer¿s current blood glucose level was unknown. The customer declined troubleshooting. The infusion set will not be returned for analysis.